Event description:
It was reported that a large volume multirate infusor did not allow the flow of drugs and failed to purge properly during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 30, 2022 - december 1, 2022 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.